Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet device sustained a cracked screen that rendered the touchscreen unresponsive, confirmed via photo and serial verification. Symptoms included no changes to blood glucose levels. Outcomes included the user reverting to an alternative insulin therapy without clinical sequelae. Investigation included review of the reported condition and logistical verification of device exchange for assessment. Investigation of this case revealed a damaged display component consistent with screen breakage and resulting loss of user interface responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.